Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had screeching sound but it was an abnormal sound. Customer stated insulin pump had off no power alarm. Customer stated they received low battery alert prior to off no power alarm. Customer stated it was less than 24 hours from the low battery alert to the off no power alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.